Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing separated and leaked at the point where the 0.22 micron filter attaches to the tubing (the attachment point that is separating is the bottom/distal end of the filter closest to the patient). The adult patient was about to receive an infusion of tecentriq when the separation and leak occurred. There was no harm.

Event description:
The customer reported that the tubing separated and leaked at the point where the 0.22 micron filter attaches to the tubing (the attachment point that is separating is the bottom/distal end of the filter closest to the patient). The adult patient was about to receive an infusion of tecentriq when the separation and leak occurred. Although requested, no further information was received. There was no harm.

Manufacturer narrative:
Provided and is documented in parent (B)(6)and initial MDR 286641. The sets used during the reported event were not received for investigation. The customer report that the tubing separated and leaked from the engagement of the filter outlet port and tubing was not confirmed. The same testing was performed on the remaining sets taken for further inspection and investigation. No separations or obvious issues were also observed on these. The root cause was not able to be identified.

Manufacturer narrative:
The reported primary sets model 2465-0007 (lot reported as 18106080) used during the reported event were not received for investigation. Instead, received were a total of 48 unopened packages of primary sets model 2465-0007 lots 18106080. Visual inspection and functional laboratory testing identified no separations or anomalies with the received samples while still in their packaging. The customer report that the tubing separated and leaked from the engagement of the filter outlet port and tubing was not confirmed based on inspection and investigation of a sampling size of the received new samples. The root cause was not identified.

Event description:
The customer reported that the tubing separated and leaked at the point where the 0.22 micron filter attaches to the tubing (the attachment point that is separating is the bottom/distal end of the filter closest to the patient). The adult patient was about to receive an infusion of tecentriq when the separation and leak occurred. Although requested, no further information was received. There was no harm.